Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05116. The patient four leads for off-label use (each pair are from the same lot). It was reported the patient was experiencing signs of infection, sensitivity, and pressure related to the patient's lead site. In turn, the patient was given antibiotics to address the alleged infection. Regardless, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05116. Follow-up revealed the patient's scs system was explanted. No cultures were taken, and the patient was given antibiotics as a precaution.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.